Event description:
It was reported that unstable speed occurred. A rotapro 1.75mm atherectomy catheter was selected to treat a 75% stenosed, moderately tortuous and severely calcified coronary lesion. The rotational speed was not stable while in use inside the patient. The rotapro 1.75mm was replaced and no patient complications occurred.